Event description:
Medtronic received information that following full deployment of this transcatheter bioprosthetic valve, the implant depth was reported to be too low. Paravalvular leak (pvl) was reported as a result. A post implant balloon aortic valvuloplasty (bav) was performed using a 28 mm balloon. The post dilation led to aortic insufficiency (ai). Subsequently, a non-medtronic valve was implanted. Following the implant of the non-medtronic valve, the gradient and ai had resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remains implanted, therefore no product analysis could be performed. 18 fluoroscopic images were provided for review of event described above. The patient summary was not attached for an anatomical review. There was a 1:09 minute video of a contemplation of the fluoroscopic case of the event described above. Per instructions for use (IFU) guidelines, the 34 bioprosthetic valve perimeter range is 81.7mm-94.2mm. It was reported that the annular perimeter was 95mm. One image showed that at one point the pigtail was in the right coronary cusp (rcc). The image to the right was the one right before deployment, and the pig was in the rcc. Another image showed the fully deployed medtronic bioprosthetic valve. It was difficult to freeze the video footage in a way that showed the paravalvular leak around the left coronary cusp (lcc). The next image showed the post dilation performed with a semi compliant 28mm balloon. It is not reported at what atmospheres or what the annular diameter of the native annulus was to determine if this was too aggressive of a post dilation. It appeared there was some parallax in the valve, indicating possible frame overexpansion around the waist of the transcatheter valve. Another image illustrated the final result with a non-medtronic valve deployed within the 34 mm medtronic bioprosthetic valve. Paravalvular leak and regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. However, the assumed cuspal tear is likely a contributing factor. Per the device IFU in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. A post implant balloon aortic valvuloplasty (bav) was performed using a 28 mm balloon. The post dilation led to aortic insufficiency (ai). As reported, in regards to the aortic insufficiency leaflet damage was assumed. A conclusive root cause of the cuspal tear cannot be determined at this time, however the post bav is likely a contributing factor. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that a pre-implant balloon aortic valvuloplasty (bav) was not performed. The grade 2 pvl was classified as moderate. The valve was recaptured twice due to positioning, and on the third deployment, was implanted at an ideal depth. It was reported that the non-coronary cusp (ncc) was almost completely filled "up by a cusp". The valve was not implanted low. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the native valve perimeter was 95 millimeter (mm) with ¿a lot¿ of calcification. The transcatheter valve was not intended to be implanted low. The final depth was 10mm. The initial severity of the paravalvular leak (pvl) was grade 2. A 28mm non-medtronic balloon was used for a single inflation of 2-3 seconds. As reported, in regards to the aortic insufficiency leaflet damage was assumed. No additional adverse patient effects were reported. Updated data: b1, h6 device code corrected data: e1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.